Event description:
It was reported that the tip of the wire was detached and was removed with a snare. The non-stenosed target lesion was located in the minimally tortuous left bronchial artery. A 200cm x10cm fathom -14 guidewire was selected for use. During the procedure, a 0.38 guidewire was inserted to the proximal location of left bronchial artery. A 5fr contra catheter was then inserted over the 0.38 wire, then the 0.38 wire was removed and the fathom 014 wire was inserted along with a 2.4fr non-boston scientific microcatheter to the bronchial artery embolization position. The wire was removed and put in hep/saline basin. In the same procedure, a 3x6 cm interlock coil was inserted into the bronchial artery and detached. The pusher was removed and fathom 014 wire was re-introduced into the non-boston scientific microcatheter with no issues. After minor manipulation in the second vessel to embolize, it was felt that the wire was not responding to manipulations and was unable to reposition after several attempts. The device was removed but minor resistance was felt. The catheter was flushed and the wire was able to be removed. However, when the wire tip was reshaped, it was noted that the tip of the wire was missing and did not look right. Consequently, it was said that the tip was not knowingly kinked or broken during use. Furthermore, fluoroscopy was performed and it was noticed that a portion of the wire was still in the artery. The broken portion of the fathom wire which was located 4-5cm on the device was removed intact with a snare and the procedure was completed with another of the same device. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Media inspection revealed that at the fluoroscopy image and noticed a portion of the wire detached was still in the artery. Per visual and microscope inspection, it was observed that the distal end was detached at 9.7 cm from distal tip. Also, the distal tip was bent/kinked.

Event description:
It was reported that the tip of the wire was detached and was removed with a snare. The non-stenosed target lesion was located in the minimally tortuous left bronchial artery. A 200cm x10cm fathom -14 guidewire was selected for use. During the procedure, a 0.38 guidewire was inserted to the proximal location of left bronchial artery. A 5fr contra catheter was then inserted over the 0.38 wire, then the 0.38 wire was removed and the fathom 014 wire was inserted along with a 2.4fr non-boston scientific microcatheter to the bronchial artery embolization position. The wire was removed and put in hep/saline basin. In the same procedure, a 3x6 cm interlock coil was inserted into the bronchial artery and detached. The pusher was removed and fathom 014 wire was re-introduced into the non-boston scientific microcatheter with no issues. After minor manipulation in the second vessel to embolize, it was felt that the wire was not responding to manipulations and was unable to reposition after several attempts. The device was removed but minor resistance was felt. The catheter was flushed and the wire was able to be removed. However, when the wire tip was reshaped, it was noted that the tip of the wire was missing and did not look right. Consequently, it was said that the tip was not knowingly kinked or broken during use. Furthermore, fluoroscopy was performed and it was noticed that a portion of the wire was still in the artery. The broken portion of the fathom wire which was located 4-5cm on the device was removed intact with a snare and the procedure was completed with another of the same device. No further patient complications reported.